Event description:
Green hose detached from motor during cervical spine procedure to place implants. Oil did enter surgical site. At the time of initial report, was not known if intervention occurred. On follow up it was reported that excess irrigation was used. No additional antibiotics were administered. There was no pt injury or significant delay.